Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. The service engineer reconnected the power management board and the speaker cable to resolve the problem. No part was replaced. The service engineer updated the complaint's problem statement. Originally the customer had stated the backup alarm light was faulty, however, the service engineer reported that the backup alarm was faulty. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The service engineer reported the backup alarm light is faulty. The customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19apr2019. (B)(4). A follow-up report will be submitted once the inves

Event description:
Customer contacted technical support (ts) stating that unit's backup alarm light is faulty. The customer reported there was no patient involvement. Event date not specified; estimate used.